Manufacturer narrative:
Visual examination of the provided pictures identified fracture of left medial femoral condyle. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component precoat size 6, item# 00598004702, lot# 60168723, nexgen cr poly 14 mm size 6 , item# unknown, lot# unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised fifteen years eleven and a half months¿ post implantation due to pain caused by a fractured femur implant. There is no additional information available at this time.